Event description:
Meter ws reading inaccurately low. The patient had obtained a 7.2 mmol/l on the reported meter, while having no symptoms of high or low blood glucose symptoms. The patient's family member had contacted the physician and was advised to administer insulin based on an unknown meter, which had prompted a reading in the 300-mg//ld range. No further treatment was sought. The patient netither alleged harm nor experienced injury or medical intervention. The customer service representative discovered through troubleshooting that the meter was set to mmol/l. The scr walked the patient through a control solution test and the result fell within specifications. There was no evidence that the patient went through the meter settings. Therefore, based on the incorrect unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.